Manufacturer narrative:
(B)(4). The ge healthcare service representative replaced the lower breathing system to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, it was found that the bag to vent switch was sticking, there was no reported patient involvement.